Event description:
While wearing the external equipment, the patient reportedly experienced sound perception problems and intermittencies followed by loss of lock. In 2oo6, patient was seen for device evaluation. Testing confirmed that device was no longer functioning. Surgery to explant the patient's device is to be scheduled.